Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2938836-2019-06640; 2938836-2019-06892. It was reported that when the patient presented in clinic for a follow up, inappropriate detection of ventricular fibrillation (vf) due to noise were observed on both the atrial and ventricular leads. Noise was reproducible. No therapy was delivered. The right ventricular lead was capped and replaced on (B)(6) 2019 while right atrial lead remained implant. The device was prophylactically explanted and replaced due to advisory. Patient's condition was stable before, during, and after procedure.